Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working. During inspection the physician observed a hole in the cylinder. The ipp cylinder and pump here explanted an replaced with a new ipp cylinder and pump. Following the procedure the patients symptoms improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fluid leak from the hole at the fold of the cylinder body is the probable cause of the reported allegations of the cylinder hole and mechanical issue. Analysis also identified that the pump failed the deflation functional testing. Technical analysis: the cylinders and pump were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinder identified a wear at a fold in the cylinder body, resulting in a hole on the outer tube of the cylinder body. Functional testing of the cylinders identified an excess of air between the inner and outer tubes when inflated, a bulge and fluid leak was also identified. Visual examination of the pump identified the tubing was cut down to the pump junction, and was not returned. Functional testing of the pump failed the deactivation test, this functional testing verifies that with the system under normal back pressure on the cylinder, the fluid from the pump moved to the reservoir when the deflation button is not pressed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failures was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working. During inspection the physician observed a hole in the cylinder. The ipp cylinder and pump here explanted an replaced with a new ipp cylinder and pump. Following the procedure the patients symptoms improved.